Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated mdrs# 1225714-2014-00917 and 1225714-2014-00918.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are 1225714-2014-00917 and 1225714-2014-00918. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient expired on the same day of the event.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired in (B)(6) 2009 after the use of the product.